Event description:
Medtronic received information that following the implant of this transcatheter bioprosthetic valve via direct aortic approach, left bundle branch block (lbbb) was noted on the electrocardiogram (ECG). The patient had a history of a left anterior fascicular block (lafb). No treatment was prescribed. Also following implant, the patient became hypotensive and vasopressors were initiated. Multiple blood products were given and the chest x-ray showed an opacity in the left hemithorax. A chest tube was inserted with a return of 700 cc of blood. Following that, the hemoglobin and hematocrit improved.

Manufacturer narrative:
Product analysis: the product remains implanted, therefore no product analysis can be performed. Conclusion: bleeding that may or may not require transfusion or intervention (including life-threatening or disabling bleeding) is a potential procedural complication per the corevalve IFU and can be associated with any cardiac or thoracic procedure, open or cathe ter-based. No allegations were made against the device, and there was no indication that a malfunction or misuse contributed to the reported event. It was reported that after the intervention to drain the hemothorax, the patient improved. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.